Event description:
It was reported that the customer had a motor error alarm on the insulin pump during a set change. Customer also received a motor position encoder error alarm. Customer cannot rewind. Customer's blood glucose level was 6.0 mmol/l. Insulin pump will need to be replaced. No further details provided.

Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. A47 alarms are noted due to corrupted history file. Unable to confirm e70 error alarm due to erased history file. The insulin pump passed rewind, basic occlusion, prime/a33 and displacement tests. The insulin pump has cracked case at the reservoir tube lip, battery tube threads, minor scratched display window, missing end cap sticker and stained back address serial number label.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.